Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had some dripping from the lead incision site and believed that he saw pus under the gauze. The physician believed that there was no issue. The patient was doing well. It was unknown if intervention was provided to the patient.